Event description:
A 5 1/2 yr old boy, was originally implanted on march 20, 1997. His implant system functioned normally from the time of implant until september, 1998. According to info rec'd from the implant center, the child rec'd a blow to the head sometime during the week of september 12, 1998. Pt's device immediately ceased functioning. Neither the exact date nor the circumstances surrounding the incident are unknown at this time. Revision surgery took place on september 23, 1998. Pt was reimplanted with another clarion device.